Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4). No files attached.

Event description:
A report received from the USA stated the device experienced a "not capturing burr" issue during surgery. No patient or user injury was reported. No additional information was provided.